Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell of the their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt did disconnect their transfer set from the pt line of the homechoice set during a dwell cycle, and did not return in time for the following drain cycle. The home pt then reconnected to the setup. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt's spouse.